Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the stylus and cursor did not align. It was also found that the right antenna was not functioning correctly, and the upper hinge plate was cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responding to the stylus. The stylus was replaced, but the problem persisted. The programmer has been returned for service. No patient complications have been reported as a result of this event.